Manufacturer narrative:
Section h3, h6: the cori console, pn rob10024, sn (B)(6), intended for use in treatment, was return for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The link to the log files was shared but the files were unable to be viewed. Therefore, the reported complaint could not be confirmed. Although the complaint information is limited, a possible contributing factor for the error message prior to entering a case could be a software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, when entering the case before a cori tka procedure (prior to the patient being in the room), the screens went dark and they received a "call robotic tech support" message. They rebooted the system, started a new case and proceeded without issue or delay. No other complications were reported.